Event description:
The dentist reported that this screw fractured during insertion.

Manufacturer narrative:
Upon visual inspection, it was found that this screw was fractured in two pieces at one of the top threads below the head. The hex on the head of the screw was also slightly damaged. The cause is undetermined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.